Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device will only run on ac, and not battery, even after overnight charge. Customer stated "he could only use it while it was plugged in right out of the box, setting it up on a patient. Even after hours of being plugged in it would immediately cut off once unplugged. No patient harm was done due to the fact that they just kept it plugged in." No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on. It was found that the battery was measured to have a low voltage. The system board battery charging circuitry output was also measured at a low voltage. As such, it will not charge the battery. The system board design does not allow the battery to charge once it is substantially depleted. The system board battery charging circuitry was enabled by temporarily connecting a known good charged battery. The device was verified to be fully functional with the known good charged battery. The system board battery charging circuitry output was verified to be at the nominal level. The returned battery was charged for 18 hours in the returned device. The device remained on battery power for 8 hours prior to a low battery alarm and shutdown.